Event description:
It was reported that the pin broke in the driver while being extracted at the end of the surgery. The pin broke at the predetermined breaking point. This was designed as such so the pin can break proximally close to the chuck interface in the event that over-toque is applied. The pin can then be removed with standard tools. The pin was successfully removed from the bone and no adverse consequences were reported for the patient. The surgery was completed as planned.

Manufacturer narrative:
The pins have not been received by the manufacturer to date. If the pins are returned, a follow up report will be filed.